Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-611-4 tibial impactor is damaged. The tip of the barrings broke off. This occurred during use in a case with no patient effect. The broken items were retrieved from the patient, and another device was used to complete the case.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-611-4 ibalance® uka sportsplasty¿, tibial impactor serial/batch number (B)(6) was received for evaluation. The devices arrived stuck for evaluation. Functional testing was not performed because the device impactor head was damaged. The visual evaluation found that the impactor head material had chipped. The most likely causes for this type of issue/occurrence are prying/levering the device against hard bone or other instrumentation during use.